Event description:
It was reported that the lead was explanted due to high capture thresholds. After the lead was explanted, externalized conductors were observed. The patient condition was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.